Event description:
It was reported that the jetstream device was stuck on the wire and blades stopped rotating. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure on an 80% stenosed, mildly tortuous and moderately calcified diffuse lesion in the right superficial femoral artery (sfa). A non-bsc .014 wire system was placed at the distal popliteal artery and a jetstream was attempted on the lesion for calcium arthrectomy. After one minute of arthrectomy, the catheter's blade jammed with the wire. They attempted to continue, but the blade stopping issue continuously occurred. The devices were removed from the patient together manually. There were no additional maneuvers required to remove the devices. There were no patient complications reported. The procedure was completed with a different device.

Event description:
It was reported that the jetstream device was stuck on the wire and blades stopped rotating. A 2.1mm jetstream xc atherectomy catheter was selected for a procedure on an 80% stenosed, mildly tortuous and moderately clacified diffuse lesion in the right superficial femoral artery (sfa). A non-bsc .014 wire system was placed at the distal popliteal artery and a jetstream was attempted on the lesion for calcium athrectomy. After one minute of athrectomy, the catheter's blade jammed with the wire. They attempted to continue, but the blade stopping issue continuously occurred. The devices were removed from the patient together manually. There were no additional maneuvers required to remove the devices. There were no patient complications reported. The procedure was completed with a different device. Returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device and the catheter shaft were analyzed for damage. Visual analysis showed 1 kink on the catheter shaft. The kink was located 82cm from the tip. A .014 thruway test guidewire was inserted into the device and the guidewire transcended through the device with no hesitations or restrictions. Functionality was completed by connecting the device to the jetstream console. The device functioned as designed. The device was run for a period of 3 minutes rotating between modes of blades up and blades down. The damage that was noticed looks to be consistent with procedural issues and most likely interference with the catheter guide sheath. Pushing, pulling and torqueing the device may cause the damaged noticed. The customer stated that an embo-shield filter wire was used for this procedure which is not on the compatible guidewire list per the dfu. Using this wire most likely caused the alleged device malfunctions the customer experienced. Inspection of the remainder of the device, revealed no damage or irregularities.